Manufacturer narrative:
The customer reported issue of the autopulse platform failed with user advisory (ua) 12 (lifeband not detected) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages was confirmed during the archive review. However, only the user advisory (ua) 07 was observed during the initial functional testing. The load cell was found defective and a replacement was required. Visual inspection was performed and found a damaged load plate cover, unrelated to the reported issue. To remedy the issue, the load plate cover was replaced. The archive data was reviewed and contained (user advisory (ua) 12 and user advisory (ua) 07 error messages on the reported event date. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without any user advisory (ua) 12 error message. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the patient call, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). As troubleshooting, the user checked the lifeband; however, the issue persisted. The user replaced the lifeband after a small tear was observed near the belt guards. After the lifeband replacement, the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message. The user was unable to clear the errors after resetting the lifeband. The use of the autopulse platform was discontinued and manual CPR was performed. No consequences or impact to patient. The reporter indicated the autopulse platform was later tested with the manikin; however, the autopulse platform had failed with the user advisory. In addition, the lifeband was disposed of by the customer and not returning for evaluation.